Manufacturer narrative:
The lead was returned returned in two segments, severed 25.5 centimeters (cm) from the terminal pin. Portions of the extracting stylet remained stuck in the distal segment of the lead. The coils were stretched and insulation was torn apart at the distal region of the lead, likely caused by the explant procedure. An x-ray was performed and no evidence of a fracture was found. Resistance testing was performed to assess the lead electrical performance. Measurements through this test were within normal limits. Laboratory analysis could not confirm the clinical observations.

Manufacturer narrative:
A new lead was successfully implanted. The abandoned lead will not be returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this lead was explanted during a recent device replacement procedure. The lead was returned for analysis.

Event description:
Boston scientific received information that during the elective device replacement procedure, this atrial lead was abandoned surgically due to poor r-wave measurements. No adverse patient effects were reported. Four years later, our company received information from the patient that one of her leads had fractured. Again, no adverse patient effects were reported.